Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on patient, cardiosave intra-aortic balloon pump (iabp) had abnormal gas consumption. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse performed a leak check on the pneumatic line from the helium cylinder and the fill manifold. A leak was found at the cylinder level. The fse replaced the gaskets of the cylinder attachment system and the connection between the trolley and the cardiosave (special seal, o-ring). The gaskets were worn. The counterpulsator no longer showed any leaks. Operational tests were carried out with positive results.